Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; specific bg value and cause was not provided as customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.